Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin and was not performing the cartridge air removal step. Blood glucose ranged from 99-280 mg/dl. Tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event and insulin delivery was resumed.